Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on available information at the time of the initial report submission: e1 "telephone" was missing and h6 "type of investigation" had selected "10 - testing of actual/suspected device." Correction to g2, other report source, from c23154804 to czech republic. Although the device was not returned for evaluation, it is likely the result of improper handling (excessive force) by the user. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus, however, a photograph provided of the suspect device shows the tie rod is cracked and deformed at the connection to handle side. No other defects were observed. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device wa s manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the semi flexible biopsy forceps is broken. The problem was caused by incorrect handling by the customer during reprocessing. No death or injury and no impact to patient or other has been reported to olympus.